Event description:
The initial reporter alleged an increase in unexpected reactive results during the use of the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The customer reported three samples with initially reactive hiv results that did not confirm upon repeat testing. Sample ID: (B)(6) was tested on (B)(6) 2023 and generated an hiv reactive result with a cycle threshold (CT) value of 39.13. No repeat test data was available for this sample, but it was reported to be negative upon repeat testing on an unknown date. Sample ID: (B)(6) was tested on (B)(6) 2023 and generated an hiv reactive result with a CT value of 40.83. Repeat testing on (B)(6) 2023 yielded negative results. Sample ID: (B)(6) was tested on (B)(6) 2023 and generated an hiv reactive result with a CT value of 39.03. Repeat testing on (B)(6) 2023 yielded negative results. Serology testing for all three samples was negative. The blood bags associated with these samples were discarded.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 58/68/8800 hiv 192t ivd assay performed within specifications, and no systemic issue was identified with the reagent kit lot j21286. The observed discrepancies in viral load results were attributed to sample-specific factors, including issues related to sample quality, handling, transport, and storage. The customer's workflow, including variations in centrifugation practices and potential pre-analytical factors, was noted as a possible contributor to the observed results. Additionally, the cloudy appearance of plasma upon arrival at the molecular lab suggests potential sample quality concerns. A definitive root cause for the reported discrepancies could not be determined based on the available information. The device and assay remain in use at the customer site.